Manufacturer narrative:
Concomitant medical products: 405858 lead, implanted (B)(6) 1989. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was failing to pace at appropriate times and failing to capture per telemetry. The ipg remains in use. No patient complications have been reported as a result of this event.